Event description:
It was reported that during service and evaluation, it was determined that the velys satellite station device had inaccurate cuts- greater than 3mm or unknown. It was noted in the service order that the device array moved during cutting during a posterior femur cut. There was an unspecified amount of delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: results received from the engineering team: investigation summary: the investigation could confirm the reported issue of "the array moved during cuts and they need to find the root cause for the array movement. " the issue was investigated and reviewed by the systems team. The investigation found that the probable cause to the issue is femur array movement during operation. Additionally, other contributing factors include leg/robot movement. The investigation found that during the posterior cut step there was significant femur array movement. The arrays had been checked prior to this cut and were within the expected tolerance. During the posterior cut step there is evidence that the femur array moves multiple times. The femur checkpoint after the array movement event occurs shows ~5.4mm measurement confirming the femur array movement. Additionally the investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" and [saw disabled] saw blade ¿tip¿ point is too far from cut reference point messages are displayed during all the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The IFU 090260022sw19 rev b on page 157 outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the investigation found that the probable cause to the issue is femur array movement during operation. Additionally, other contributing factors include leg/robot movement. The root cause for those factors could not be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint.